Event description:
The device delivered inappropriate therapy for noise on the ventricular channel. The noise is indicative of a lead fracture. Noise was not reproducible with positional testing, but ventricular lead impedance had dropped. The lead will be replaced.